Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. A.1- a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 name prefix/title, first name and last name are unknown. H.4 device manufacture date is unknown.

Event description:
The impact study reported that impella 5.5 procedure was attempted on (B)(6) 2024, but the 5.5 was not successfully placed. The patient had aortic calcification and aortic root needed to be expanded and replaced. The impella procedure was aborted. It was further reported that on (B)(6) 2024, the patient had an ischemic cerebrovascular accident. The patient recovered on (B)(6) 2024. Cec relatedness is ¿possible¿ to impella device and impella procedure.

Manufacturer narrative:
Delivery issue: the root cause of delivery issue is determined to patient condition because the implantation was cancelled due to vessel stenosis. Stroke/cva: "strokes/cvas can occur during or after impella support, and can be either ischemic or hemorrhagic. To make a determination as to the cause of the stroke, the following clinical information must be considered: -patient's medical history, including any previous strokes, cardiovascular disease, or risk factors such as hypertension, diabetes, or atrial fibrillation -timing of the stroke in relation to impella support (during or post-implant) -detailed description of the symptoms experienced by the patient -neurological examination findings and any focal deficits observed -diagnostic imaging results, such as CT scan or MRI of the brain, to identify the type and location of the stroke (ischemic or hemorrhagic) -laboratory test results, including coagulation profiles and cardiac markers -any relevant procedural or device-related factors, such as duration and settings of impella support, presence of embolic protection devices, or any documented procedural complications -response to any previous anticoagulation or antiplatelet therapies -evaluation of potential alternative causes of stroke, such as arrhythmias, embolic sources, or underlying vascular pathology as this clinical information was not provided, the true root cause of the stroke/cva could not be determined.¿